Manufacturer narrative:
(B)(6). Additional device product codes: hty, jdw, hwc originally implanted in (B)(6) 2016. Complainant device is not expected to be returned for manufacturer review/investigation. Therapy date is (B)(6) 2016; exact date is unknown. A device history record (DHR) review was performed for part# 222.658 lot# h032887: product manufacture date: 22-feb-2016, product manufacture location: synthes (B)(4): a review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 4.5 mm lcp condylar plate 8 holes/206 mm-right (part number 222.658, lot number h032887) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2017 of a 4.5 mm locking compression plate (lcp) condylar plate and ten (10) screws of the distal femur. The patient was revised as the plate broke postoperatively due to nonunion. The plate and screws were originally implanted in (B)(6) 2016; and were replaced with a new plate and screws (unknown quantity) on (B)(6) 2017. The surgery was successfully completed with no delay and good patient outcome. Concomitant devices reported: screws (quantity 10). This report is for one (1) 4.5 mm lcp condylar plate. This is report 1 of 1 for complaint (B)(4).